Manufacturer narrative:
Device received with cracked battery tube threads, stripped battery cap(p)coin slot, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, corroded battery tube and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 460mg/dl. The customer reported that they were unable to remove the battery cap and the battery was empty. Insulin pump will be returned for analysis.